Event description:
The patient complained of chest pain and cag was conducted and thrombus was observed in th implanted cypher stent. To treat the thrombus, balloon angioplasty with a 3.0 x 15mm voyager balloon was conducted at 6atm for 60 seconds. In addition, 240,000u of urokinase was administered via intra coronary. The patient was put on iabp therapy and is still hospitalized.